Manufacturer narrative:
(B)(4).the scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us

Event description:
It was reported that the patient presented to the emergency room (ER) at (B)(6) hospital on (B)(6) 2017 with a myocardial infarction (mi). A coronary angiography was performed and the right coronary artery (rca) was found to be obstructed with thrombus. The patient had previously undergone a procedure at (B)(6) hospital but does not remember the type of stent implanted. Per the physician, he saw two markers at the level of the thrombus and thinks it is possible that the stent is actually an absorb scaffold. The thrombus was treated with aspiration, followed by placement of a non-abbott drug eluting stent with good final result. Reportedly, the patient had stopped brilique 5 months ago, which is about 1 year after absorb implant. Patient was still taking asaflow until he arrived at the ER. Following treatment the patient was put back on brilique and asaflow. The patient was advised to go and see his own cardiologist when back home. No additional information was provided.

Manufacturer narrative:
(B)(4). UDI#: in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. The cine was received and reviewed by a clinical specialist who concluded the following: the patient is seen in the cardiac cath lab with thrombotic occlusion of the right coronary artery. Scaffold markers can be seen in the proximal vessel. Dapt had been stopped 5 months previous at 1-year post scaffold implantation. The thrombus burden within the scaffold makes it difficult to tell but there appears to be expansive remodeling in the proximal scaffold and disease progression distal to the scaffold. Thrombosis is treated with thrombectomy and balloon inflations from the mid vessel proximally through the scaffold. A long metallic stent is implanted to cover the entire scaffold extending distally to cover disease progression in the mid distal vessel. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot number were not provided. The reported patient effects of myocardial infarction and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.